Manufacturer narrative:
Additional narrative: (B)(4). Lot unknown. Device malfunctioned intra-operatively and was not implanted / explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an open reduction internal fixation (orif) of the ulna procedure on (B)(6) 2017, the head of a 2.7mm 18mm cortex screw broke off into the patient as the surgeon was screwing it into a 2.7mm locking compression plate (lcp) plate. Fragments were generated in the patient and part of the screws threading was reported to be left in the patient¿s arm. All other fragments were reported as easily removed. During the time of the break, two (2) other 2.7mm 18mm cortex screws and the 2.7mm lcp plate were implanted in the patient. The plate and 2 screws remained in the patient and the surgery was completed using another 2.7mm 18mm cortex screw. The patient was reported to be in good condition following the procedure. There was a reported 10-minute surgical delay due to the break. Concomitant device reported: 2.7mm lcp plate 10 holes / 94mm (247.374, lot number unknown, quantity 1), screwdriver (part number unknown, lot number unknown, quantity 1). (B)(4).